Manufacturer narrative:
Correction: item number, UDI number, catalogue number the lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced urinary incontinence, physical deformity and loss of the ability to perform sexually.